Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: 323.034 / 8361889, manufacturing location: (B)(4), manufacturing date: 25 march 2013. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Synthes manufacturing location was discovered upon receipt of subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that the: affected part description: as received condition: the articles are in a used condition with small scratches on the surface. Lcp drill sleeve 2 w/scal f/drill bit ø1, part number: 323.034, lot number: 9622034, lot size: (B)(4), p/o: 9785857, lot release date: 17.09.2015. It was reported that during the surgery of distal radio-ulna fracture, the reported lcp (locking compression plate) drill sleeves were unable to secure into the proximal combi-hole of the reported plate though they were able to secure into the distal locking hole before set the plate. The surgery had completed by inserting cortex screws to the proximal region without delay. The surgeon commented he had felt it was hard to set the plate on the shaft region with the drill sleeve. There were no adverse consequences to the patient. No other medical intervention was required. During the manufacturing investigation the conical lcp 2.0 thread of the drill sleeve 323.034 was checked with the functional gage 60018217. Therefore the thread of lcp drill sleeve 323.034 will fit into the implant plate holes. There were no references to the reported issue. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient information not provided. (B)(4) lot unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during surgery of a distal radio-ulna fracture repair on (B)(6) 2016, the reported lcp (locking compression plate) drill sleeves were unable to secure into the proximal combi hole of the reported plate. The surgeon was able to secure the guide into the distal locking hole before set the plate. The surgery was completed successfully by inserting cortex screws to the proximal region. No surgical delay was reported. It was noted, the surgeon felt it was hard to set the plate on the shaft region with the drill sleeve. There were no adverse consequences to the patient. No other medical intervention was required. Concomitant device: 2.0mm ti lcp distal ulna plate 7 hole-sterile part# 442.531s / lot# 9898589 quantity 1. This is report 2 of 2 for (B)(4).